Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Maude report- mw5060777.

Event description:
Dexcom was made aware on (B)(6) 2016 that a patient experienced a skin reaction requiring medical intervention on (B)(6) 2016. Patient's mother stated that the sensor adhesive burns through the skin of the patient. Patient's skin reaction was so severe that she required significant medical care in order to recover without an infection. Patient's skin was scarred from the experience. Date of issue/medical intervention, (B)(6) 2016, is an approximation. No additional event information was provided.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother reported the use of hydrocortisone cream, aquaphor and neosporin.